Manufacturer narrative:
Reporter is a mitek sales representative. Investigation summary: the device was received and evaluated at the service center. The complaint can be confirmed. A short circuit was detected in the motor cable, therefore the motor cable was replaced. When there is a short circuit in the motor cable, the device may heat up excessively therefore is a potential root cause for the excessive heat experienced by the customer. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(6) reports an event as follows: it was reported that the micro tornado handpiece with hand controls heats up and does not work. The issue occurred intra-operatively. The procedure was completed with another device with no medical intervention needed. Reportedly there was no surgical delay or consequences for the patient or user. While the device was being investigated, it was noted there was a short circuit was detected in the motor cable. This report is for a tornado micro handpiece with buttons. This is report 1 of 1 for (B)(4).